Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had diminished battery life, no insulin delivery alarms without explanation and insulin pump did not alert when battery was low. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No audio or vibrate anomaly noted during testing.